Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ventilator frequently reported low airway pressure warnings. After eliminating the causes one by one, it was found that the balloon pressure could not be maintained at 30cmh2o, and the balloon was leaking. The air leakage began about 5 hours after successful intubation. The device was replaced with new tracheal tube and the ventilator worked properly.